Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. General root causes include a mix up of sample cups, issues with the sample preparation, insufficient electro magnetic interference (emi) compliance, a restricted sipper path / tubings and fittings, dirt on the gripper finger, dirt on the sample probe, or contamination from external sources. Based on the provided qc data, a general reagent or system issue was not indicated.

Manufacturer narrative:
Additional information was provided that the analyzer used was a cobas 8000 e 602 module. The patient was not adversely affected. (B)(4).

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable high elecsys total psa immunoassay result for one patient sample from an unknown roche analyzer with serial number (B)(4). The initial result was 8.77 ug/l and was reported outside the laboratory. The doctor complained about the result and the same sample was repeated. On (B)(6) 2016, the result was < 0.1 ug/l. Information concerning if the patient was adversely affected was requested but it was not provided.